Manufacturer narrative:
Investigation: one actual sample was returned with solution for investigation. The sample was subjected to needle pull force test per test procedure 80005456. Result showed needle pull force is within the product specification. Review the DHR and no abnormality detected during production. The actual sample passed the needle pull test specification. Hence root cause could not be determined. Based on the needle pull test result of sample returned, the needle pull test was performed and determined to be 6.107lbf which had passed the product specification of 5lbs to 14lbs. The complaint is unconfirmed, and product is within specification.

Event description:
It was reported that bd syringe¿ 5ml needle separated from the syringe. This was discovered before use. The following information was provided by the initial reporter: easy separation of syringe and needle. Detects syringes and needles when removing packaging before use.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd syringe¿ 5ml needle separated from the syringe. This was discovered before use. The following information was provided by the initial reporter: easy separation of syringe and needle. Detects syringes and needles when removing packaging before use.